Event description:
Past two years I have been dealing with fatigue, blurry vision, headaches, memory loss, brain fog overall joint pain in hips and fingers, not myself, no motivation. Implants on (B)(6) 2007. Illness began (B)(6) 2017. Low sex drive, crepe dry skin. Went to primary multiple times looking for answer and reasons to no avail and then went to gyn multiple times for help low sex drive help to no avail. Had breast implants replaced on (B)(6) 2019, found out after surgery that one was a full rupture in left breast. No one knows how long or how much silicone went in my body. I have had a headache and broke out in the itchiest red rash all over my body for 4 weeks. Still not 100% gone, headache or rash. Joint pain is worse. Explant consultation is today (B)(6) 2019.